Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request to have data analysis was made. Device data confirmed the power consumption had been gradually increasing and is higher than expected. The power consumption will likely continue to increase, and as a result, the estimated remaining longevity will decrease faster than expected between follow-ups. As a result, device replacement within 90 days or more frequent monitoring was recommended.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request to have data analysis was made. Device data confirmed the power consumption had been gradually increasing and is higher than expected. The power consumption will likely continue to increase, and as a result, the estimated remaining longevity will decrease faster than expected between follow-ups. As a result, device replacement within 90 days or more frequent monitoring was recommended. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.